Manufacturer narrative:
A complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00338, 00339, and 1043534-2013-01231.